Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: as no physical sample, picture sample, material or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that a syringe 5ml saline fill china sp had barrel damage during use. The following was reported by the initial reporter: "on (B)(6) 2021, when the patient was sealed for intravenous infusion, it was found that the connection of the flush was broken, and it should be replaced immediately."